Manufacturer narrative:
E1 updated with initial reporter email address. Health effect - impact code: 2159 added as patients self quarantined based on alleged false positive results. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs involving the sample ids (sids) from the ticket were valid and met assay specification requirements generating no error codes or flags for the controls. There was no evidence of potential amp plate carryover risk for the sids involved in this investigation after review of the plate mapping data analysis. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was performing outside of the established design performance specifications according to the amplification curve analysis. Quality data review device history record (DHR) / batch record review: a review of the manufacturing packet for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was performed and did not identify any issues which could have potentially resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. Complaint history review a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported while using the alinity m sars-cov-2 amp kit (lot 09n78-095) lot 522059. The complaint history review did not identify a potential product deficiency. As a result of this investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Patient (B)(6) was the other patient involved in this complaint.

Event description:
Customer reported 4 false positive result on the alinity m sars cov-2 assay. The patients initially tested positive on the alinity m sars-cov-2 assay. The patients were tested again and received negative results. The patients were all asymptomatic. Some of the patients self-quarantined due to the false positive results. There was no report of impact to patient management. The other 2 patients are covered in MDR 3005248192-2021-00349, since those two patients were tested on another instrument.